Event description:
Pt with a catheter had a clamp on an extension break. Nurse replaced it with a clamp on the catheter. During dialysis, the catheter was making noise and they applied 2 more clamps to try to detect where the leak was. It continued to make a noise, they decided to replace the extension. During the replacement, the pt developed an air embolus, requiring CPR and hospitalization. Pt resulted with some mental changes and residual weakness on one side.